Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device could not be fired during a colorectal anastomosis on a segmental iz colectomy with t-t (mechanical) anastomosis. A circular mechanical suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device could not be fired during a colorectal anastomosis on a segmental iz colectomy with t-t (mechanical) anastomosis. The anvil was not fully engaged and did not indicate the green color of the shot. The space between the cartridge and anvil was closed. The green bar was not visible. A circular mechanical suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic inspection noted that the instrument had a full complement of staples, the anvil was not tilted and the anvil cutting ring showed no traces of knife impression. Visual inspection of the internal components noted that the "insert, shell eea" was not attached to the cartridge shell. The "insert, shell eea" was disengaged inside the tube assembly. Thread marks were noted inside the cartridge shell, evidence that the "insert, shell eea" was present at some point. The three ribs of the "insert, shell eea" were marked in the shell cartridge walls. Functionally, the instrument was applied to appropriate test media. Pusher-fingers and the knife advanced when the handle was squeezed, the knife did not cut the media and the staples were deployed without proper formation, the anvil had disengaged from the instrument. The cartridge shell was removed for further inspection of the "insert, shell eea". A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged "insert, shell eea" may occur when an obstruction is inserted inside the anvil assembly causing it to disengage from the clinical device while closing the instrument and/or firing it. Dst eea information for use (IFU) include specific instructions for the user to manually inspect the attachment to ensure that the anvil/center rod assembly and integrated trocar are fully mated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.